Manufacturer narrative:
FDA has now requested that all suspected and alleged false positive and false negative complaints be reported retrospectively. The (B)(4) did not provide clear guidance on MDR submission for unconfirmed false positive and false negative results. After clarification from the FDA, all suspected and alleged false positive and false negative complaints received over 30 days, whether unconfirmed or confirmed, are being submitted via MDR retrospectively. From our preliminary investigation, it was found in drive-thru and dat (curative patient database) that the patient did receive one positive curative test result. The patient's test sample was collected on (B)(6) 2021 at 2:58pm. The patient's sample resulted in a viral CT value of 34.1 on (B)(6) 2021 at 9:13am, which falls under the positive range. No corrections were made to this test report upon release to the patient. The patient's sample was located on plate-(B)(4) at position a8. The patient's sample resulted in a viral CT value of 34.6 - which falls under the positive range. However, the patient's sample was next to a sample with an extremely low viral CT value (viral CT value less than 25), therefore, the patient's sample was retested to rule out contamination. The patient's sample was then retested on plate-(B)(4) at position c7. The second test started on (B)(6) 2021 at 1:36am and the patient's retest result resulted in a viral CT value of 34.1, which falls under the positive range. This positive test result was released to the patient on (B)(6) 2021 at 9:50am. Because the patient's sample's retest resulted in a very similar viral CT value to the result of the first test, it can be concluded that there was no contamination to the patient's sample. In addition, plate-(B)(4) was created manually per sop (B)(4) and manually extracted per sop (B)(4) using reagent norgen kit lot # 599343. The plate was manually prepared for qpcr using mastermix from batch 53. Moreover, the reagents used to test the patient's sample were in specification, not expired, passed qc and the floating blank was in the correct position. A floating blank is a well on the 96-well pcr plate that is intentionally left blank (that has no specimen) that is used to help verify the correct position of the plate in the pcr result software when the plate is undergoing review. A customer success team member responded to the patient on jan 13, 2021 via email and explained to the patient how viral CT values are measured in regards to positive and negative value ranges. The patient was also informed that their sample was processed and resulted correctly. In conclusion, curative cannot confirm the patient's claim of false positive. The result of the investigation clearly showed a true positive result.

Event description:
On (B)(6) 2021, the patient emailed in claiming that they received a false positive. The patient stated that they received 3 other negative results in the same timeframe as the positive.